Event description:
Add'l info rec'd from MFR 6/21/04: the product implicated is a MRI plastic port with attachable 8fr catheter. Returned for evaluation are the port/catheter assembly and a short section of loose tubing. A chr of lot #22jn7796 shows no other product complaints from this lot. Steel ruler cm212 due date 10-1-04. Microscopic micrometer cm 040, due date 1/30/05. Visual examination of the port shows no coring or gouging in the septum indicating the user employed only non-coring needles for device access. The port/catheter assembly measures 4 inches in length. Although unrelated to the complaint incident, score lines are found on the port's silicone encapsulation and catheter lock oversleeve. It appears the complainant inadvertently nicked the catheter with a sharp instrument either during placement or explantation. A blood residue is seen trapped between the catheter lock and catheter. A suture trail is visible in one of the suture orientation holes. With the port stem facing the examiner the suture trail is located in the three o'clock position. The break in the catheter is located at the 11cm marker. It should be noted the 12cm marker is partially worn. The depth markers located on the port/catheter assembly are from the 12 cm marker through the 16 cm marker. The distal end of the port/catheter assembly exhibits a jagged, irregular and granular veneer. The orifice is elliptical in shape. The distal end of the catheter that contains the valve and manufactured tungsten tip measures 4.6 inches in length. The depth markers represented on this section of tubing is from the 5 through the 10 cm markers. The proximal end of the catheter exhibits a jagged, irregular and granular veneer. The proximal end's orifice is elliptical. Microscopic examination of the distal tip of the port/catheter assembly confirms a flattened od and out of round orifice. A cross sectional view of the proximal end is jagged, irregular with a granular veneer. This evidence, along with the circumstances of the malfunction are typical of a clavicle/first rib compression fracture, a complication associated with the medial placement of the catheter in the subclavian vein. The proximal end of the distal section exhibits these same characteristics. Mating the two broken ends together demonstrates a close match. It should be noted upon mating the two broken ends; the worn 11cm marker is visible. Tactual examination of the catheter attached is remarkable only for the flattened od's broken ends. Patency was established by attaching a blunt connector from the bas lab to the proximal end of the loose catheter. A 12cc syringe filled with water was attached to the connector. The catheter infuses with no difficulty. Next, the tubing pinched proximal to the valve with thumb and forefinger of the examiner. The tubing was hydraulically pressurized with a 12cc syringe filled with water. No leaks were observed with the catheter. Patency of the port/catheter assembly was demonstrated by flushing and aspirating water with a 12cc syringe. Access to the port's reservoir is achieved using a 22 gauge non-coring needle. No leaks are noted to the port/catheter assembly as the catheter's distal tip was manually occluded with the thumb and forefinger of the examiner. While resting on a fresh clean paper towel the port/catheter assembly was hydraulically pressurized. No leaks were observed. A cross-sectional od measurement of the broken flattened ends is obtained using a microscopic micrometer from the bas lab. The distal end of the port/catheter assembly axis measures 0.105 inches by 0.080 inches. The proximal end of the distal section measures 0.118 inches by 0.075 inches. For comparison, the nominal od for bas 8 fr tubing is 0.098 inches. The complaint of a subcutaneous break is confirmed, user related the combined characteristics of a flattened od and elliptical opening at the broken ends of catheter tubing are consistent with clavicle/first rib compression fracture. This is a complication associated with the medial placement of the catheter in the subclavian vein between the clavicle and the first rib. The clavicle bone compresses the catheter tubing with a scissoring action against another hard, rough surface, the first rib, until the tubing fails. Bas warns the user in its product IFU against this risk. No manufacturing defects were observed with the port and catheter.

Event description:
Patient presented to oncology for treatment. Pain experienced with initial flush of port. Chest x-ray obtained and noted severed and migrated catheter partially in pulmonary artery. Pt transferred to specials lab, procedure performed through right groin site, catheter piece retrieved and removed through right groin. Pt tolerated procedure well intra-op. Post-op pt experienced chest pain and elevated labs (cardiac). CT negative. Transferred to telemetry overnight for monitoring and treatment. Port to be removed at later date.